Event description:
Report received of an overdelivery. The medication infusing and the pump settings could not be recalled. The nurse reported that "more IV fluid was missing from the IV bag than expected". The patient did not experience any adverse effects. Though requested, there was no further information available.